Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months. The pump remains off and implanted in the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the system controller produced low flow alarms with an estimated pump flow of approximately 2.3 l/min. The system controller was exchanged and seemed to resolve the low flow alarm; however, approximately one week later, a CT scan and echocardiogram revealed minimal flow through the lvad. The patient was reportedly stable and asymptomatic. It was reported that pump thrombosis was diagnosed, and a decision was made to manually stop the pump by disconnecting the system controller from the driveline. The patient currently remains in the hospital and is stable without inotropes. A decision is pending on whether the pump will be explanted or if the patient will have a heart transplant. No additional information was provided.

Manufacturer narrative:
The report of suspected pump thrombosis could not be determined as the pump was not returned for evaluation; however, the report of low flow alarms was confirmed based on the evaluation of the submitted system controller log file, which captured continuous low flow hazard alarms from (B)(6) 2016 22:22 to (B)(6) 2016 12:11. A specific cause for the alarms could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient underwent a pump exchange to another device on (B)(6) 2017, and the old pump was discarded by the hospital.